Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the vitreous probe did not actuate from the start of the surgery although it aspirated. It is unknown if the probe was cutting. The product was replaced and the procedure was completed without harm to the patient. Additional information and product sample were requested for this report.

Manufacturer narrative:
A device history record review of the reported lot shows that the product was released as per specifications. Upon visual inspection it was determined that adhesive from the manufacturing process was occluding a drive line on the probe, preventing actuation of the cutter to occur. The root cause of the customer's complaint is the occluded drive line which is related to an error during the manufacturing process. (B)(4).